Event description:
It was reported that on (B)(6) 2026, 5 mm x 4 mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus (pda) closure procedure using an unknown delivery system. The pda measured 3.2 at smallest and 10.1 length. The physician satisfied with pa and ao ultrasound prior to release. Post release, ao ultrasound showed partial obstruction to descending aorta. There were multiple unsuccessful snare attempts and the patient was sent to surgery.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.